Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/14/2010 and 10/26/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. Medical records were rec'd on 10/22/2010. (B)(4).

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were requested and rec'd. According to the medical records, the pt had a history of vitreal floaters, non-neovascular macular degeneration, lattice retinal changes, conjunctival cyst, blepharitis, diabetes, hypertension, hyper cholesterolemia, and degenerative joint disease (pre-existing). On the first postoperative day, the pt noted light sensitivity and mild pain in the outer corner of her eye. She also reported her vision was cloudy. At the one week postoperative visit, the pt reported pain which she described as more of a pulling feeling near the canthus of her eye which was not constant. She reported her light sensitivity was improving and that she was seeing more clearly.